Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant the procedure was completed on (B)(6) 2013 with no issues or alarms. After an unspecified amount of time the patient returned to the hospital with second degree burn on her buttocks. As there was no cervical leak reported, the physician believes the burn to have been caused by the tubing resting on the patient during the procedure. Unspecified treatment was provided for the burn. Attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 18 years of age. Although the patient's exact weight is unknown, the patient is (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.